Manufacturer narrative:
Date sent to the FDA: 08/28/2020. Additional h-3 summary: an opened sample of product code v960g, lot # pj5352 was returned for analysis. During visual inspection of sample, product mix could be observed, since the foil packet belong to product code v960g, lot # pj5352 and the ophthalmic folder and needle suture combinations belong to product code j551. A picture was received for analysis. Upon to visual inspection of the picture a product mix could be observed, since the foil packets belong to product code v960g, lot # pj5352 and the ophthalmic folders and needle suture combinations belong to product code j551 in both samples. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2020 and suture was used. When opening the package, it was found that there had been the wrong product code in the package. There were no adverse consequences to the patient.